Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical audio alarms was confirmed. Initial inspection of the returned hm3 system controller, serial (B)(6), confirmed the atypical audio alarm during a self-test. The two speakers were individually tested with a sound meter and revealed that one speaker was not working as expected. The damaged speaker was connected to a test a controller and no audio can be heard. The controller was functionally tested and connected to a mock circulatory for an extended period of time without any issue. A root cause of the reported event was determined to be a damaged speaker; however, the root cause of the damaged speaker was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 28jan2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the audio tone on the patient's backup system controller did not sound like the usual audio tone when they performed a self-test. The system controller did not have all of the audible sounds, it just beeped, and when compared to another system controller it sounded quite different. The patient was issued a new backup controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.